Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s pumping did not start no matter how many times the start button was pressed. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.